Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04590. It was reported that pericardial effusion and death occurred. This patient was admitted with chronic lymphatic leukemia (cll), recurrent gastrointestinal bleeding, angiodysplasia, ventricular ulcer and effusions and diffuse bleeding in the abdominal cavity which were surgically treated. His thrombocyte count was borderline low. A left atrial appendage (laa) closure procedure was performed. At the beginning of the procedure, a chronic pericardial effusion was identified in front of the right ventricle. 5,000 i.e heparin was administered. After successful transseptal puncture an activated clotting time (act) control was performed and indicated 161 seconds. The patient was administered another 5,000 i.e heparin. Measurements revealed a small laa with a 15-19 mm wide ostium. A 21 mm watchman laa closure device & delivery system was advanced via the watchman access system . The closure device was deployed with a stable result and therefore released. The laac procedure took around 30 minutes. Upon release, the existing pericardial effusion became larger, resulting in a drop in blood pressure and heart rate. The emergency team came to assist. The patient was quickly intubated, a pericardial puncture was done and 900ml of blood was aspirated and re-infused into the patient. The patient then became more stable. There was still a very small effusion anterior to the right ventricle. The patient was transferred to the intensive care unit in stable condition. The pericardial effusion had resolved and the patient had been stable; however, the patient died on 2 days later. As the patient suffered from cll, he had developed a massive haemorrhage in the abdominal and pleural cavity overnight which led to his death.